Manufacturer narrative:
(B)(4) the mid1 device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the mid1 device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2022, a patient underwent a concomitant inappropriate sinus tachycardia (ist) and cryo nerve block procedure. Access to the transverse and oblique sinus was completed. While dissecting tissue with the mid1, the physician observed bleeding from the left atrial roof. The physician used direct pressure to reduce bleeding then re-inflated the right lung to add additional direct pressure to the injury. After 20 minutes, the bleeding had stopped, and the ist procedure was discontinued. Post procedure, the patient was stable. This was a procedural complication with no reported device malfunction.